Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report . At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device delivers high volumes. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was the flow sensor assembly. After replacing the flow sensor assembly, the volumes were within specifications. The fsr performed the operational verification procedure and reported the unit runs according to manufacturer specifications.